Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-l5 and l5-s1 tlif spinal fusion using rhbmp-2/acs and allegedly sustained extopic bone growth, nerve compression, radiculitis, pain, emotional distress, and mental anguish. No additional information has been provided.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.